Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was successfully prepped and inserted within the patient. Grasping was completed and the clip was fully closed, then the knob was returned to what was thought to be loose neutral. In order to optimize the clip arm orientation the clip was unlocked to the first detent and the clip opened without turning the arm positioner knob. The procedure proceeded with optimizing the clip arm orientation and successfully implanted the clip, reducing mr to a grade of 1+. The physician believes that the knob might have been on the open side of loose neutral when the clip was unlocked causing it to open, but cannot confirm definitively. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip jumping was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.